Event description:
The patient's wife reported that v-go devices are falling off and that this has been happening for a long time. Patient wife mentioned that what they previously they have been putting tape around to keep it in place, but today they decided to contact us. Patient wife mentioned that today this happened twice. First time after 1 hour and the second time after minutes of having it on. The wife mentioned that the patient sweats a lot since he works outside of the house. Patient wife stated that the patient wears v-go on his arms, and patient changes sites all the time. The patient confirmed that they did not touch the adhesive pad before they attached v-go. The patient confirmed that they prepared the infusion site properly. The patient confirmed that there were excessive movements or exercises related to this event, since the patient was working outside and sweating a lot. The v-go devices in question have been discarded.